Event description:
The facility reported a colleague infusion pump with failure code 810:04 occurring before use. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of an infusion pump with failure code 810:04 was confirmed. The cause of the reported condition of an infusion pump with failure code 810:04 was determined to be the air sensor base line too high. The pump head module, which contains the air in line printed circuit board and all associated parts, was replaced to fix the reported condition. The device was tested and returned within specification.